Event description:
Initial results for two pt hcg's were 0.220 and 0.120 miu/ml. When repeated, the results were 71740 and 80575 miu/ml. The incorrect results were not used to guide treatment. The field service representative found the sample probe was misaligned and repaired the instrument by aligning the probe.